Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare care professional (hcp) on (B)(6) 2016. It was reported that the surgery notes from implant state that it was a normal abdominal pocket placement. And the pump was explanted due to a pocket incision infection. It did not appear that anything was cultured, they just removed the pump. They patient was then put on antibiotics and recovered without issue. The patient had not been seen since (B)(6) 2014.

Manufacturer narrative:
Should be adverse event and product problem instead of adverse event only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional noted that the infection occurred due to the pump being placed in the subcutaneous tissue, the pump was explanted on (B)(6) 2013. Date of the onset of the event was (B)(6) 2013. The patient experienced symptoms of cloudy discharge from the abdominal incision and dehiscence of the wound. Diagnostics performed; culture from incisional site. Laboratory results were provided, they were collected on (B)(6) 2013; culture aerobic and anaerobic w/gram stain status final site; abdominal wound. Gram stain smear, rare white blood cells, no organisms seen. Routine culture final report no growth isolated. Anaerobic culture, final report, no anaerobies isolated. No further complications were anticipated/reported

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding their implanted pump system which was used to deliver an unknown drug. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the pump was removed one week after implanted because the patient had gotten a major infection from the device. The consumer reported that it was the healthcare professional's fault because he implanted it into the patient's muscles instead of the correct placement and within a week the device had pushed itself out and reopened the incision site causing a major infection. Further follow up was done to determine drug information, the patient's medical history, and if any diagnostics were done.